Event description:
It was reported that a malfunction alarm occurred. There was no reported impact on the customer's blood glucose level. Technical support provided guidance to reset the pump, and the customer successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to contact support again if the issue reappears.